Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0pnms, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the doctor told her that a mistake was made during the implant on (B)(6) 2015 with something being too close to the spine.